Event description:
Customer reports fluoro failed during a procedure, but is working fine now. Customer would not provide any further information.

Manufacturer narrative:
Technical support tried to help troubleshoot over the phone, but the operators could not effectively answer questions and also try to troubleshoot while the case was occuring. They stated no error messages appeared on the sedecal screen. Technical support followed up with customer next day, who stated the normal operators believe it was operator error but don't know what the first group of operators could have done wrong. They stated the system has been and is working correctly.